Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the front panel switches were not functioning. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device was shipped according to the specifications. Based on the results of the legal manufacturer's investigation, it is likely the front panel malfunction was caused by failure of the main board. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the image flickered due to a faulty receptacle unit and paint was peeled off top cover and tank holder. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the front panel was not functioning. White balancing functions, air functions, and the lamp switch were not working. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.